Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4 (lot); d10; g4; g7; h1; h2; h3; h4.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional confirmed the device has fractured. The device exhibits wear (scratches, nicks, gauges). Device history record (DHR) was reviewed and no discrepancies were found. Device was manufactured on june 2, 2000 and has therefore been in the field for approximately nineteen years and seven months. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear from use during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tibial trial has cracked due to usage, which was found during cleaning.